Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contains large air bubbles. The customer's blood glucose reading was 102 mg/dl at the time of incident. Customer indicated that they did not see any air bubbles in the tubing and declined to troubleshoot for the air bubbles. No further details given.